Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an microdiscectomy. It was reported that the upbiting micropituitary instrument broke at the tip. No patient complications were reported.

Manufacturer narrative:
Additional info: the device has been returned to the manufacturer for evaluation. The upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with plastic deformation adjacent to the fracture surface and morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order to induce the fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.